Event description:
It was reported that the or staff had difficulty in getting the insert to lock into the tibial base. A new tibial base had to be implanted to complete the surgery. Surgery was extended 61- 120 minutes.